Manufacturer narrative:
The customer's analyzer and test kit were returned to magellan for investigation. Investigational testing of the returned system showed quality controls and blood lead level reference standards within specified target ranges. During investigative testing, no abnormal results were recorded. It should be noted during the investigation, visual inspection of the returned leadcare ii analyzer confirmed corrosion on the sensor pins. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. Magellan provided the customer with a new instrument, and additional training. No reported harm or injuries occurred as a result of this issue. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4). Customer complaint: (B)(4).

Event description:
User facility contacted magellan's product support team to report that a pediatric patient sample gave a result of 5.9 ug/dl on the leadcare ii blood lead testing system and when the sample patient was sent to a reference lab for confirmatory testing the result was 44.0 ug/dl.